Manufacturer narrative:
(B)(4). Additional information: on an unknown date, reported to be during (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized thirty days prior to passing away for an unrelated event. Treatment for the peritonitis event was not reported. On an unreported date during the hospital admission, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis. Peritoneal dialysis therapy was not ongoing at the time of death and the patient was not connected to the baxter healthcare homechoice device. Hospitalization was ongoing up until and at the time of death. The patient was reported to have recovered from the peritonitis event prior to passing away, but this was not confirmed. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.